Event description:
Md attempting to cross a chronic total occlusion of the left sfa (superficial femoral artery) with guidewire approach. After several attempts to cross lesion with multiple guidewires, a bmw guidewire was advanced to the lesion and an amphirion deep balloon was advanced as well. Inflations were made on multiple occasions with difficulty noted. Decision made to remove partially inflated balloon. Resistance noted; guidewire broke and became dislodged in the sfa.